Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during insulin delivery and fill tubing process. The customer¿s blood glucose level was 467 mg/dl at the time of the incident. The customer stated that they were unsure if the drive support cap was normal/protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields and unable to confirm if able complete the rewind process due to insulin pump was not available. Customer reported a high blood glucose of 467 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no motor error alarm noted during testing. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted.